Event description:
The angioguard filter reduced the amount of flow, even after it was cleaned out. There was very little flow. It was noted that the pt had a 9 x 40 mm precise stent implanted before the "slow flow" occurred, in addition to having the angioguard still in place. The angioguard was cleaned out with saline and did not have to be replaced.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2008-02532. Add'l info will be submitted upon 30 days of receipt.